Manufacturer narrative:
Product ID 3874, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type screening device product ID 3874, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type screening device. (B)(4).

Event description:
It was reported during a pain stimulator trial, the patient had a heart attack. Halfway through the implantation of the leads, the patient started to experience chest pain, shortness of breath and was sweating. The case was aborted and the leads were removed. The patient was sent to the hospital for further care. It was further reported that the patient was released from the hospital and was doing well. See MFR #6000153-2013-00122 for report of second lead.